Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not hold a charge. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10 it was reported that cardiosave intra aortic balloon pump (iabp) unit not charging batteries that was a user error. Patient involved but no harm reported. A getinge field service engineer (fse) provided phone support. Found console not fully seated in cart, hence, not charging. In-house biomed fully seated console in cart and confirmed charging. In-house biomed confirmed when batteries were fully charged. This so is closed. H3 other text : provided phone support

Event description:
N/a